Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
Customer initially reports.. Post is rotating/ slipping during surgery. On (B)(6) 2016 customer reports an exploratory laparotomy was being performed. Device has been previously used. No idea how long device in use during this procedure before the event occurred. No harm done.

Manufacturer narrative:
On 8/11/16 integra investigation completed. Method: failure analysis, device history evaluation. Results: failure analysis - the customer¿s complaint has been confirmed by engineering. The serrated s.f clamp does lock onto the post clamp weld assembly but rotates on the post when a substantial amount of force is applied. Furthermore the clamp¿s subassembly handle does not align parallel to the field post in the locked position. It was also observed the knurling on bolt cover apparently is prematurely worn down and rotates thereby allowing cam body to rotate. Lastly, there are indications on the cam housing and lever that shows potentially heavy force being used to lock the s.f. Clamp in place. Device history evaluation - device history record reviewed for this product ID shows no abnormalities related to the reported failure. These devices passed all required inspection points with no associated mrr¿s, variances or rework. No service history is on file for this device. Conclusion: the s.f. Clamp subassembly was not functioning properly as designed. The s.f clamp subassembly primarily comprises of two .75 serrated clamps which lock together when the handle is placed in the locked position. In the locked position, the starburst teeth do fully engage with no visible gaps present and the handle does not align parallel to the field post. It is noted that some portions of the post measure undersized in areas due to wear. CAPA has been issued to address the non-conformance above, and to help determine the actual root cause and adopt measures to help prevent any future reoccurrences.